Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was not returned for evaluation, however, review of the provided photo confirmed the reported damage. Furthermore, the damage component was chipped. The investigation did not indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Cssd reported damage to red rubber for attune patella clamp. Issue was found during sterilisation process prior to case. No surgical delay.